Manufacturer narrative:
Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: missing reservoir tube o-ring, broken reservoir tube lip, and detached retainer ring. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was cracked and reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.